Manufacturer narrative:
Investigation summary one 2420-0007 sample from lot 22065450 was received in opened packaging for investigation. The feedback provided by the customer suggests the spike of the infusion set appeared to be contaminated. A visual inspection of the returned sample confirmed the customer's experience as a grease like substance was detected on the spike. This substance could be easily removed by wiping away with a cloth. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the contamination was likely to be residual lubricant from the mould tool that has inadvertently come into contact with the spike component during the injection moulding process. After maintenance of the machinery, it is possible for residual lubricant to remain within the cavity of the moulding tool; however, following such activities the initial moulded components are typically segregated and discarded. In this instance it appears that the affected component was not segregated due to human error and was not identified during subsequent assembly steps. A review of the production records for lot 22065450 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV line was found contaminated with foreign matter when removing it from the packaging. The following information was provided by the initial reporter: "customer reported: IV line looked contaminated upon opening... This is the second issue we have had recently, where the sterile contents appear marked. The other was on a secondary line, not the primary line¿"

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV line was found contaminated with foreign matter when removing it from the packaging. The following information was provided by the initial reporter: "customer reported: IV line looked contaminated upon opening... This is the second issue we have had recently, where the sterile contents appear marked. The other was on a secondary line, not the primary line."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.